Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that there no fragments as a result of the break.

Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that the blade broke during the surgery. There was no patient impact.